Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("part of the essure coil was hanging out of the cervix and she removed the entire coil") in a 38-year-old female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (entire coil was removed). At the time of the report, the device expulsion had resolved. The reporter considered device expulsion to be related to essure. The reporter commented: product continued: only took out one coil quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device expulsion ("part of the essure coil was hanging out of the cervix and she removed the entire coil") in a (B)(6) female patient who had essure inserted for female sterilization. Patient reported partner could feel something poking during intercourse over the last couple of weeks, another case was created for the partner: (B)(4). On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (entire coil was removed). In (B)(6) 2017, the device expulsion had resolved. The reporter considered device expulsion to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.